Event description:
It was reported that a clearlink duo-vent continu-flo solution set tubing snapped off at the lowest y-site which resulted in bleeding from the venous port catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additionally, the event resulted in clotting of the line. Tpa was instilled to restore function of the catheter line. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.